Event description:
The manufacturer received information alleging an device units humidifier water tank chamber is apparently broken and doesnot function properly,patient has noticed an unpleasant odor.patient has detected dark wet particels like a mist hitting his nose and face underneath the mask . Patient feels like excessively hot air is going into his nose and nasal cavity related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.